Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the possible causes as follows: in the case that the device was frequently used, the locking part may have worn due to the repeated use of the video connector or the user might have withdrawn the video connector without pushing the locking lever down, leading to faulty in the locking mechanism. Those factors can cause failure to connect the video connector properly, resulting in the unstable electrical contacts. As a result, it is inferred that the above caused failure to transmit the video signals between the videoscope and the video processor securely, leading to failure in the images. The following statements are contained in the instructions for use which may prevent damage to the video connector associated with user handling: "push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards.". "When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down.".

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems could not be duplicated. The unit was tested with a test light source and multiple olympus series 180 and 190 scopes; the video image functioned as expected and the contact pins inside the video connector were not observed dirty or corroded. However, a worn video connector latch was found, causing a poor connection; it was determined replacement of the video connector is necessary. The unit was repaired and returned to the customer.

Event description:
A user facility reported to olympus that when olympus 180 series scopes were connected, the scope image did not display. In addition, it was reported that there was a problem with the pigtail connector and the user facility described the connector contacts as "dirty or corroded" and causing the problem with olympus series 180 scopes. The problem, as reported to olympus, was found during preparation for use for a diagnostic procedure. The intended procedure was completed without a delay using different equipment.